Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for the reported malfunctions as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem09080 endovascular stent graft allegedly experienced failure to deploy, positioning issue, and retraction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6)female patient was (B)(6) lb.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device was returned for evaluation. The investigation was confirmed for misfire. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4, h6 (device codes: 2532 - misfire). H11: h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem09080 endovascular stent graft allegedly experienced failure to deploy, positioning issue, and retraction problem. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 75 year old female patient was 165 lb.